Event description:
Reporter indicated that patient's " seizure activity has increased", and that "magnet use no longer shortens the seizure duration." Patient's pre-vns baseline seizure rate is unknown to manufacturer. Reporter additionally indicated that twice during an office visit the patient's device reset itself back to nominal settings after parameters changes were programmed to the device. Reporter stated " generator was not programming properly." System and normal mode diagnostics tests run during same office visit yielded results within normal limits. Good faith attempt to obtain further information have been made.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.